Manufacturer narrative:
Additional information added to h6 and h11. H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and showed the sponge outside the cap. The reported condition was verified. The cause of the condition was most likely related to a shipping distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of five (5) minicaps were found outside the cap. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.